Manufacturer narrative:
Additional expirations date: 09/2009 and 12/2010.

Event description:
This report of a spontaneous, unexpected event (paralysis) meets the criteria of a 10-day report and is being submitted to the FDA. Information was received from a female who received restylane injections around the mouth in 2008. Anesthesia was not used and no additional procedures were performed. The patient has significant past medical history that included high blood pressure and previous restylane injections without complications. Concomitant medications included unspecified high blood pressure medications and multivitamins. The patient reported that "after initial swelling (injection site swelling) had gone down, it did not look like restylane was injected at all (device ineffective)." Additionally, she developed swelling (injection site swelling), infected tooth (tooth infection) "after treatment" and bumps inside the mouth (injection site mass). At that time, the patient reported her mouth was "actually paralyzed" (paralysis). She further described she was "unable to smile for two weeks unless it was crooked." The patient was treated with penicillin. As of the date of this report, the event outcome of tooth infection, swelling, bumps and mouth paralysis were considered resolved. The restylane lot numbers and expiration dates were reported as (08/2008), (09/2009) and (12/2010), which are invalid lot numbers.